Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a15 captures the reportable event of clip was unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed and it was noted that the bushing had some hit marks on the surface. Dimensional analysis was performed and it was noted that the bushing outer diameter was within specification. A dimensional analysis was also performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were observed to be out of specification, confirming that there may have been difficulty faced when attempted to release the clip from the catheter. Additionally, the bushing tabs were measured and each sides had similar measurement. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, the clip was able to grasp and clamp onto tissue; however, the clip could not be released from the catheter to deploy. The physician replaced the clip, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and clamp onto tissue; however, the clip could not be released from the catheter to deploy. The physician replaced the clip, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.